Event description:
This pt is (B)(6) female who complains of a history of a palatine torus. She wears dentures which have become bothersome to her. Risks and benefits of the procedure were discussed with her in detail and informed consent was obtained. The pt underwent an excision of 3-cm palatine torus and reconstruction of the palate defect with 3.0 cm alloderm graft. During the case, per the surgeon, the shaft of the drill above the drill bur generated significant heating caused by a right buccal mucosal burn that was second degree. Bacitracin ointment was applied to this area. The pt was discharged home.